Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of inability to advance the guidewire was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 20ga x 10cm powerglide pro midline catheter assembly. The sample was received assembled with the catheter overlaying the needle shaft. Blood residue was observed within the catheter. A diagonally aligned split was observed in the catheter tubing near the distal tip. The catheter appeared deformed in the vicinity of the split. Microscopic inspection of the catheter split revealed sharply defined fracture features. Catheter bunching was observed in the vicinity of the split. Attempts to advance the guidewire were unsuccessful. Following removal of the catheter from the needle, microscopic inspection of the needle notch revealed it to be fully occluded by blood products. Microscopic inspection of the needle bevel revealed a region of increased luster along the distal interior edge. The catheter damage was consistent with retraction of the catheter against the needle bevel. The inability to advance the guidewire was caused by blood product occlusion of the needle shaft. It appeared that during attempted placement, both the guidewire and needle were retracted. The needle shaft became occluded by blood products during that attempt, which prevented subsequent guidewire advancement. The product IFU states ¿once the catheter has been advanced, do not re-insert the needle back into the catheter or pull the catheter back onto the needle. If the catheter needs to be repositioned, either do so without the aid of the needle, or remove both the catheter and the needle as a unit to prevent the needle from damaging or shearing the catheter.¿ a lot history review (lhr) of rebt2034 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebt2034) have been reported from two facilities.

Event description:
It was reported that the guidewire was missing. No patient injury reported, only required additional sticks. On 03/26/2018- evaluation found that the needle punctured the catheter.